Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2fzr0); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was on wednesday the patient was trying to close their garage door and thought they pulled a muscle in their back. The patient said it was kind of like a pop kind of thing and they thought they pulled a muscle, it was just kind of sore. When the patient looked at their back they noticed that the lead doesn't look the way it was like a week ago and it is pushing through the skin and there is a part that is concaved as well. Patient stated they called hcp office and were told to call mdt. Patient stated they turned ins off. Redirected patient to hcp for check of ins and lead.